Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, bleeding, dyspareunia, vaginal scarring and other attributed to device. It was reported that patient underwent removal of vaginal mesh suture and mesh material on (B)(6) 2009 and (B)(6) 2010 due to dyspareunia and vaginal bleeding. Patient also underwent an excision on 09/17/2010 due to erosion and pain. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.